Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: italy. A letter was received today from the involved hospital in which an incident occured in the brest unit on (B)(6) 2015 with monosyn usp 3-0 70cm needle 3/8 cutting 24mm code c0023215 batch 115364. So far no furthur information offered.